Event description:
Event description guidant received information that this ventricular lead had elevated threshold measurements and was found to be dislodged. The lead was successfully repositioned and good threshold measurements were obtained.